Event description:
It was reported that the ventricular lead exhibited increased threshold. The lead was reprogrammed and no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.